Event description:
As rn attemptes to connect administration set through the verifuse pump, the tubing came out of the reservoir. The result was a contaminated administraton set and wasted medication.